Manufacturer narrative:
However, at this point, she became less responsive, did not speak well and was not moving her right arm or leg. Angiogram revealed some spasm at the site of the filter, but no evidence of distal embolization and no treatment for the spasm. Intracranial views were obtained which appeared unchanged from preoperatively. The filter was recaptured and there was no debris in the filter. During the episode that lasted approximately 5 minutes, the subject started to speak and move her right side. The investigator diagnosed this as a tia with the symptom of reflex change, dysarthria, and right hemiataxia, but was later considered to be embolic stroke by the cec adjudication committee. At the time of the index procedure, concomitant medications included aspirin and intra-procedure heparin. Medical devices included aviator plus .014 5.0x30 142cm post dilation balloon, 6mm basket, medium support angioguard embolic protection device, and 8.0 x 40mm precise pro rx us carotid stent. Complaint conclusion: as reported via the (B)(4) registry, a (B)(6) patient with a history of hyperlipidemia and hypertension experienced a sudden onset embolic stroke, bradycardia, arterial spasm, and pneumonia. At the time of the index procedure, angiography revealed 80% stenosis of the ostial left internal carotid artery. The lesion was 20mm in length and was described as mildly calcified, eccentric and ulcerated. The reference vessel was 5mm in diameter with mild tortuosity. Pre procedure nih stroke scale score was 2 and rankin score was 4. An 8mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 40mm precise pro rx was implanted at the target lesion. During post-dilation of the stent with a 5.0 x 30mm aviator plus balloon for 7 seconds at 8atm, the patient developed severe bradycardia which responded immediately to balloon deflation and no other treatment. However, at this point, she became less responsive, did not speak well and was not moving her right arm or leg. Angiogram revealed some spasm at the site of the filter, but no evidence of distal embolization. There was no treatment for the spasm. Intracranial views were obtained which appeared unchanged from preoperatively. The filter was recaptured and there was no debris in the filter. During the episode that lasted approximately 5 minutes, the subject started to speak and move her right side. The investigator diagnosed this as a tia with the symptom of reflex change, dysarthria, and right hemiataxia. The tia resolved with no neurological deficit and there was no residual stenosis. No treatment was reported for the tia. The following day, the nih and rankin scores were at baseline level. According to the investigator, the tia was not related to cordis product, but was related to the index procedure. The adjudication committee reviewed this file and determined that the event was an embolic stroke. The following day the patient developed a cough and hospitalization was prolonged due to pneumonia. The patient was later lost to follow-up. The patient was discharged approximately 6 days after the index procedure with no symptoms. The devices were not returned for analysis. A review of the manufacturing documentation associated with the lot numbers associated with the stent, embolic protection device and balloon presented no issues during the manufacturing process that can be related to the reported complaint. Embolic strokes are a well-known potential adverse event associated with the carotid stent implantation procedure and are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event, therefore, no corrective action will be taken. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00857, 1016427-2011-00115 and 9616099-2011-00858.

Event description:
Adjudication minutes received on 10/31/2011. This was initally reported as a tia that resolved without treatment by the investigator, but was adjudicated to a cva - minor, ipsilateral, ischemic/embolic. The neurologist noted that her CT scan was unchanged compared to pre-procedure; however, the neurology consultation impression was probable acute embolic stroke to the left carotid teritory.as reported via the (B)(4) registry, a patient experienced a sudden onset embolic stroke, bradycardia, arterial spasm, and pneumonia. At the time of the index procedure, angiography revealed 80% stenosis of the ostial left internal carotid artery. The lesion was 20mm in length and was described as mildly calcified, eccentric and ulcerated. The reference vessel was 5mm in diameter with mild tortuosity. Pre procedure nih stroke scale score was 2 and rankin score was 4. An 8mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 40mm precise pro rx was implanted at the target lesion. During post-dilation of the stent with an aviator plus 5.0 x 30 mm for 7 seconds at 8atm, the patient developed severe bradycardia which responded immediately to balloon deflation and no other treatment.